Manufacturer narrative:
A.1.-a.5. H11: livanova deutschland manufactures the scpc. The incident occurred in the united states. A livanova field service engineer was dispatched at the customer site. To solve the problem, the drive unit motor board and the control panel cpu board were both replaced. After performing all the functional tests with positive results, unit was sent backt to customer in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a scpc displayed alarm codes e76 (difference set value - actual value of pump more than 1000rpm & drive unit cpu board error) and e78 (pump continues running: inconsistent actual value impulses & pump stop: no actual value impulses) suggesting problems with the drive units hall board and the control panels cpu board. There is no report of any patient injury.